Manufacturer narrative:
The united states customer contacted siemens customer care center and reported that a falsely depressed enzymatic creatinine (ecrea) result was obtained on a patient sample on a dimension vista 1500 instrument. Quality controls recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse ran service method tests and determined that the sample 1 (s1) arm required attention. Then, the cse replaced both timing belts for s1 and the coupling and the mixer. Next, the cse ran auto-align and mixer diagnostics tests to set the bottom of the cuvette. Then, the cse ran service method tests again for the s1, which recovered acceptably. Lastly, the customer ran quality controls, which passed. The cause of the falsely depressed ecrea result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed enzymatic creatinine (ecrea) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician(s). The sample was repeated on the alternate dimension vista instrument. The repeat result recovered higher and matched the clinical findings. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecrea result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00123 on 24-may-2023. Additional information (02-jun-2023): in addition to the service activities described in the initial report, siemens also replaced the reagent 1 mixer and probe. The customer service engineer also primed the instrument. The service actions performed resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.